Event description:
Laparoscopic suction irrigator was leaking during procedure. When staff noticed and point out to circulator the control line connected to the battery mechanism was smoking. Device was removed from sterile field and connection between control line and battery mechanism was severed.